Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) experienced a deviation and the purge unit driver was replaced. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During testing, a pressure reading of 1690 millimeters of mercury was observed at a test setting of 1650 millimeters of mercury. In accordance with the preventive maintenance procedure, this result fell within the applicable ¿fail, replace, no complaint¿ upper limit. Service was performed in accordance with the preventive maintenance procedure. No patient involvement was reported in association with this event. Upon further review, no device deficiency and no adverse event associated with any impella device were identified.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Upon further review, it was determined that there was no device deficiency and no adverse event associated with any impella device. The previously submitted MDR was based on service and repair information indicating a pressure reading of 1690 millimeters of mercury at a test setting of 1650 millimeters of mercury. Per the preventive maintenance procedure, a reading of 1690 millimeters of mercury falls within the applicable ¿fail, replace, no complaint¿ upper limit. Section b5 has been updated to reflect the corrected event narrative. The previously reported h6 medical device problem code a07 (electrical / electronic property problem) was determined to be not applicable and has been removed. No medical device problem or adverse event is associated with this event.